Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited a single high out of range right ventricular pacing impedance measurement. All other measurements were acceptable and stable. Technical services discussed possible electromagnetic interference (emi) interference. No adverse patient effects were reported.

Manufacturer narrative:
Records indicate this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.